Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure. Aspiration was initiated inside the patient. There was a leak around the pump and an error message to check saline supply and prime catheter displayed. Aspiration stopped. Another of the same device was used to complete the procedure. There were no patient complications an the patient was in good condition after the procedure.